Manufacturer narrative:
Additional information has been requested. Synthes is unable to determine manufacturing site or manufacturing date without a part number or a lot number. Synthes is unable to determine 510 (k) # without a part number or lot number. Investigation is ongoing; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
A patient with osteoporosis and 2 total hip replacements fell and suffered a spinal femoral fracture. A nail was implanted in (B)(6) 2008 and patient went back to being active in 2008 and 2009. Patient began complaining of knee discomfort in 2010. The screws above the knee were removed in (B)(6) 2010 and in (B)(6) the patient continued to complain of pain. She had the knee scoped and injections and was planning on a total knee replacement but in (B)(6) 2011 the nail broke. Broken nail was removed on an unknown date and patient was revised to another nail, a plate and allograft.